Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller stated that the patient was implanted in 2012 and then had a revision in 2017. The caller's phone seemed to cut out and the caller was not providing information when tss requested the patient information. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss could not get any additional information from the caller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.